Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to being overwritten with displayable history crc check failed alarms in the alarm history screen. The alarms were due to a corrupted history file. The motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer did report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.